Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed out the infusion set site twice. Blood glucose (bg) was as high as 538 mg/dl. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion.